Event description:
Had saline breast augmentation under the muscle. Four days later pt went to hosp because they couldn't breathe and was diagnosed with pulmonary embolism as a result of blood clots in right upper arm and chest that traveled to lungs. Hosp stay was one week on blood thinners and stayed on blood thinners for 2 mos.